Event description:
On (B)(6) 2020, a reporter for the lay user/patient contacted lifescan (lfs) (B)(4), alleging that the patient¿s onetouch ultramini meter was reading inaccurately high compared to another meter (ambulance meter). The complaint was classified based on the customer service agent (csa) documentation. The reporter stated that on (B)(6) 2020 at 9:00 am, they found the patient lying in her bedroom with symptoms of ¿cold, sweaty¿ and what looked like a ¿convulsion.¿ the reporter immediately measured the patient¿s blood glucose with the subject meter and obtained an alleged inaccurate high result of ¿110 mg/dl.¿ the patient manages her diabetes with a combination of long-acting insulin (22 units of tresiba insulin once daily) and rapid insulin when required. Despite the alleged inaccurate result, the reporter informed the csa that they gave the patient coca cola for the hypoglycemic symptoms that presented and contacted the emergency medical services (ems) for assistance. The reporter claimed that when ems arrived at 9:30 am, they measured the patient¿s blood glucose at ¿50 mg/dl¿ on the ems meter then reportedly treated her with 2 injections of glucose. During troubleshooting, the csa confirmed that an approved sample site was used for testing. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly received medical intervention for an acute low blood glucose excursion after obtaining an alleged inaccurate high result with the subject meter. The subject meter could not be ruled out as a cause or contributor to the event.